Event description:
The clinician reports the implant was inserted (B)(6) 2011 in fdi 16. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and inflammation. No further patient complications were reported.